Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing coordinator reported that during an intraocular lens (iol) implant procedure, the iol broke in half. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics, were bent in the gusset and distal area. One haptic was broken in the distal tip area (not returned). The optic was torn/split/cracked from edge towards center. The file indicated the use of a qualified cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Not enough information was provided to determine if a qualified handpiece was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).